Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the strain relief was deformed. The device failed the functional test procedure due to resistance values being slightly out of specifications, which indicated beginning stages of conductor breakdown (this additional finding did not result in any unexpected alarm). A tear on the black power cable with visible underlying wires was also observed. The reported event of a backup battery fault alarm was confirmed with the data retrieved from the returned system controller (serial # (B)(6)). The log file captured backup battery fault alarm event on october 26 relating to a backup battery load test fault. The returned system controller and 11v backup battery was functionally tested using laboratory equipment. An unexpected backup battery fault alarm was unable to be reproduced. A root cause could not be determined during the analysis. A corrective and preventive action has been initiated to investigate the issue further. Abbott is currently monitoring similar issue. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 24jan2019. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was exchanged for persistent emergency back up battery fault alarms. The patient was not harmed.